Event description:
It was reported the procedure on (B)(6) 2024 was to treat a lesion in the right proximal peroneal artery. The lesion was treated with an auryon laser and 4.0 shockwave to less than 30% residual stenosis. The 3.75x38mm esprit btk scaffold was implanted without issue. The patient returned at a follow up visit complaining of foot pain. Occlusion was noted proximal to the scaffold, extending through the scaffold to approximately 30 mm distal of the scaffold. Right lower extremity revascularization was performed as treatment on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of pain and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as known patient effects of coronary scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.